Manufacturer narrative:
Correction: device available for evaluation? And device evaluated by MFR?: the lens received at bausch and lomb for evaluation does not appear to be the reported akreos intraocular lens or any other lenses manufactured by bausch and lomb. Visual inspection of the received lens found the lens with two haptics shaped like arms. It should be noted that the reported ao60 lens has four haptics shaped like loops. Despite attempts to obtain clarification, no clarification was received. Additional information: device manufacture date. The reported akreos intraocular lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's eye due to dislocation (lens displacement)noted post implant. Another lens of different model was implanted successfully.